Manufacturer narrative:
The thermoscan pro 6000 ear thermometer is indicated for the intermittent measurement of human body temperature for patients having ages ranging from normal weight (full term) newborn to geriatric adults in a professional use environment. The probe cover is used as a sanitary barrier between the infrared thermometer and the ear canal. The pro 6000 technology reads the infrared energy emitted by the tympanic membrane and surrounding tissues to determine the patient¿s temperature. To help ensure accurate temperature measurements, the sensor itself is warmed to a temperature close to that of the human body. When the thermoscan is placed in the ear, it continuously monitors the infrared energy until a temperature equilibrium has been reached and accurate measurement can be taken. The device IFU instructs the user if probe lens window is damaged return to hillrom /welch allyn for service. The reported event did not result in serious injury, the patient recovered and no medical intervention was not required. Additionally, the event can be contributed to the use of the damaged device. However, if the reported malfunction were to recur event were to recur it could result in serious injury if the device were to exceed a safe temperature threshold. Hillrom/welch allyn¿s investigation of pro 6000 ¿hot tip¿ complaints confirmed that aggressive cleaning and decontamination practices can cause liquid ingress. Consequently, liquid ingress can adversely affect the temperature sensor causing the pro 6000 device to behave inconsistently and to overheat the speculum tip. It is believed that replication of the malfunction with the returned devices from the customer at the manufacturing site has not been possible as any fluid that may have ingressed had likely evaporated, therefore not showing the ¿hot tip¿ malfunction. Based on hillrom¿s ability to replicate the malfunction of a ¿hot tip¿ on new devices that can potentially go above the built in risk mitigations of a safety cut off that could potentially cause a more serious injury we have deemed this complaint to be reportable.

Event description:
The customer reported that the probe tip of their braun pro 6000 became hot and burned the patients ear. Follow up with the customer found that the patient expressed the tip of the device was hot and the device was removed from the patient's ear, the patient recovered and no medical intervention was required. The customer also reported that there was visible damage at the device's tip (probe). This complaint was captured under hill-rom ref # (B)(4).